Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of failure to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an egd procedure performed on (B)(6) 2024. During the procedure, it was reported that the first clip was placed but would not deploy from the catheter. The handle was squeezed fully, however the clip did not deploy. The physician had to manually remove the catheter and clip from the patient's mucosa. The physician attempted to use a second clip, however the clip would not open fully within the patient. A third clip was used, and the procedure was successfully completed. There were no patient complications reported as a result of this event.